Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tape not sticking event on (B)(6) 2026 and stated that it got caught in the pump while resting. No further information available.